Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
During the implantation, the electrode is uncontrolled in the venous system and can not be taken out of the venous system.